Manufacturer narrative:
The device was received by baxter, and an evaluation is complete. An external/internal inspection was performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device did not meet product specification related to the rite failures. The device failed the electrical rite testing and failed the functional rite testing (therapy monitor) during fill two and drain two. Accuracy conformation performed was aborted due to a system error 2044 (positive p tank low). Upon completion of the investigation, the cause of the rite functional failures was identified to be insufficient vsx chambers copper mesh, and the event of aborted accuracy conformation was due to a disconnected pump assembly. The failed rite electrical testing was due to a weak pump. The pump assembly, piston foam (2), and vsx chambers copper mesh (2) all were scrapped during analysis, and were replaced during service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined that the homechoice device failed fluid volume accuracy testing for under delivery. There was no patient involvement. No additional information is available.